Event description:
Received info stating pt went to the emergency department (ed) due to hypoglycemia.

Manufacturer narrative:
Multiple attempts have been made to both reporter and pt's mother with no response. Should new info become available, a f/u MDR will be submitted.